Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing of noise. It was believed that the noise could be re-produced with simple arm movements. Technical services provided troubleshooting options and to consider getting x-rays. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported a cat scan (CT) was performed and it was noted that the electrode is close to the sternal wires which is resulting in the inappropriate therapy. Troubleshooting was performed and the noise could not be re-produced but the non-physiological artifacts could be re-produced. Automatic setup showed none of the vectors were suitable due to low r-wave amplitude or unfavorable r/t ratio. Therefore, it was decided to program tachy therapy off. Also, review of stored episodes shows there is some undersensing. It was noted that the patient is awaiting a heart transplant. They are not sure if they will wait for transplant then revise the s-ICD. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported a request was made to analyze shock delivery and general system integrity as the patient reported low pain sensation with the inappropriate therapy. Analysis reviewed the data and confirmed shock, and daily impedances are within normal range. Additionally, it was noted that all three vectors show heavy myopotential oversensing. It was noted, that one of the left ventricular (lv) leads was deactivated which caused the ejection fraction to go up. The device was disabled, and the patient will be provided with a lifevest for three months. Then in three months they will re-evaluate. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing of noise. It was believed that the noise could be re-produced with simple arm movements. Technical services provided troubleshooting options and to consider getting x-rays. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported a cat scan (CT) was performed and it was noted that the electrode is close to the sternal wires which is resulting in the inappropriate therapy. Troubleshooting was performed and the noise could not be re-produced but the non-physiological artifacts could be re-produced. Automatic setup showed none of the vectors were suitable due to low r-wave amplitude or unfavorable r/t ratio. Therefore, it was decided to program tachy therapy off. Also, review of stored episodes shows there is some undersensing. It was noted that the patient is awaiting a heart transplant. They are not sure if they will wait for transplant then revise the s-ICD. At this time, the device remains in service. No additional adverse patient effects were reported.